Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post op, the patient complained of left leg weakness. It was found that insertion angle of s1 screw was not good. The screw went through the lateral side of sacral bone and the tip of the screw seemed to contact l5 nerve roots. The revision surgery will be operated to fix the angle on (B)(6) 2015. The surgeon was not aware of the screw going to lateral because the patient was well built type and could not get a good view on intermuscular approach. CT image found the screw was going to lateral but the surgeon thought it did not cause nerve symptom. The surgeon conducted revision surgery on (B)(6) 2015 as he suspected that the nerve root was contacted when s1 left screw backed out. The surgeon removed the screw, changed a screw trajectory and then reinserted the same screw to complete the surgery.